Event description:
Olympus (osh) was informed by the customer that switch 1 of the evis lucera elite gastrointestinal videos was leaking and the nozzle was clogged which was found during reprocessing before diagnostic examination on the patient. The scope was returned for repair and during inspection/testing, insufficient reprocessing was determined as the nozzle was found clogged with a foreign object. No death or injury was reported to olympus.

Manufacturer narrative:
The evaluation found the nozzle was clogged with a foreign object which could not be identified but the user believe it to be he clogging issue to be excessive wastes inside the patient's body. Additionally, switch 1 was cut/leaking and a screw was missing from the scope. The concerned product has been repaired for 3 times in the past year: november 11, 2021, found that the nozzle was clogged. October 25, 2021, found that the nozzle was defective. June 28, 2021, found that the root of the insertion section was wrinkled and leakage occurred; el-connector contact pins were corroded; lg-tube was cracked; switches got discolored. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the clogged nozzle was by foreign material such as body fluid likely occurred from improper reprocessing after the previous procedure. The specific root cause of the improper reprocessing could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "preparation and inspection. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." The following information is stated in the instructions for use regarding user handling: "presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Follow the procedure described below." Olympus will continue to monitor field performance for this device.